Event description:
This report is provided to you as a part of a retrospective review, per discussion with office of surveillance and biometrics (osb), and was performed as the result of recent changes/improvements made to product specific criteria developed by medtronic xomed related to our pillar palatial implants to make medical device report (MDR) decisions. It was reported by the physician that 2 prosthesis palatal (braided polyester filament) implants were implanted into the soft palate and that both implants extruded greater than 24 hours post procedure. The product was discarded - not returned for evaluation. No other info is available.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. The implant is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in pts suffering from mild to moderate obstructive sleep apnea (osa). The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18 mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14-gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. Use of the implant involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial/full extrusion of the implant. The relationship of the device to the reported incident is unclear. The product was discarded by the customer and not returned to the MFR; therefore no product analysis is available. Without return of the device, it cannot be determined whether or not it failed to meet specification. No applicable imaging films or medical records were received. No pt info/identifier was submitted with the original report, without which it is not possible to follow-up with the clinician for any missing data. Therefore, the available info is inconclusive as to the cause of the reported product problem. Info received reasonably suggests serious injury, or medical intervention to preclude serious injury, thus we are filing this report as an adverse event and product problem.